Manufacturer narrative:
(B)(4) have lost the front fork, the ball bearing is broken.the melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).

Event description:
(B)(6) have lost the front fork, the ball bearing is broken. The (B)(6) is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).